Event description:
It was reported that during surgery the tip broke off in stem. No delay nor injury reported. A s&n backup device was available to finish the surgery.

Manufacturer narrative:
Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded tip of the device fractured off and was not returned. The device was manufactured in 2017 and shows signs of extensive use. A medical investigation was conducted and confirms the photo provided confirmed the reported failure. However, based on the limited information provided, it is unknown if the tip was removed, nor can the root cause of the reported tip breakage be determined. According to the product evaluation the device was manufactured in 2017, and showed signs of wear. Therefore, we cannot rule out age related wear as a contributing factor to the reported failure. The retained tip is non-implantable, however, since the tip broke off in the stem, micro/migration of the possible retained tip is unlikely. Per report, a s& n device was used to complete the procedure and there was no delay or harm to the patient, therefore, no further clinical/medical investigation is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.